Event description:
A complaint was received via email that stated "we were having adverse side affects (sore grainy feeling eyes, infected and feeling eyes, contacts would go blurry and had to be thrown away ect.) And saw the eye doctor, he said to stop using it and gave us another brand. After cleaning the contacts... The problem cleared up immediately." No further information has been provided and no device has been returned to date. Icp mass spectrometry was performed on another sample of this lot and showed a higher than expected amount of trace iron in the bottle of solution. Over time this would effect the products' stability and color. The source of the iron was identified as one particular log of one of the raw materials, poloxamine. The affect of the higher level of iron is that the stability of the product is compromised with respect to color and efficacy over time. A global recall was initiated for this lot.

Manufacturer narrative:
Icp mass spectrometry was performed on another sample of this lot and showed a higher than expected amount of trace iron in the bottle of solution. The source of the iron was identified as one particular lot of one of the raw materials, poloxamine. A global recall was initiated for this lot.